Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl and 476mg/dl. Customer treated with manual injection. The customer stated that they think that their insulin pump is not delivering insulin. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.